Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was damaged, component failure of the objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a part that looks dark was caused by a component failure of the objective lens, the objective lens was damaged caused by a component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a portion of the image appeared dark during inspection for use of an olympus rigid video laparoscope. There were no reports of patient involvement.